Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient¿s interstim was not working. The caller was transferred to patient services. The caller reported the implant was not working. The caller and patient stated the implant worked for 3 weeks and she had many tweaks since having the implant and used all the programs and it had never done its job. The caller synced with the ins and the patient was on program 4 at 2.1 v and therapy was off. The caller turned therapy on and the caller increased stimulation to where the patient was feeling stimulation. The patient noted they had turned therapy off because she had a brain MRI done a month prior. It was noted that troubleshooting resolved the reported issue. It was noted the implant worked for 3 weeks in 2015 and had never done its done since (B)(6) 2018. There were no further complications that have been reported as a result of this event.